Event description:
It was reported that the pacemaker exhibited undersensing when technical services (ts) reviewed the episodes recorded by the device. Ts also mentioned potential programming changes for the device. This pacemaker remains in service. No adverse patient effects were reported.